Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultra fine¿ pen needles there is no insulin flow during injection.

Event description:
It was reported that during use of the bd ultra fine¿ pen needles there is no insulin flow during injection.

Manufacturer narrative:
H.6. Investigation: customer returned ( 3 ) 4mm, 32g bd pen needles without tear drop labels attached (used). Consumer reported no insulin flow during injection. All (3) returned pen needles were examined and exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure - the bent needle on the non-patient end of the cannula would be the cause for no medication flowing through, hence the customer would think the needle was clogged (as reported). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent when fitted to the pen.